Event description:
Boston scientific received information that during a routine device change out procedure, this implanted right ventricular (rv) lead's connector pin had separated from the lead body during a tug test with a newly implanted device. The lead was surgically capped and abandoned. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.